Event description:
On 11/17/1999, the facility's central supply buyer informed the manufacturer's (MFR.) Sales rep of the following: three (3) devices were intended for the same pt. None of the devices were implanted. Each device had a crack on the edge of the suture hole used for connecting the lock. The three (3) devices will be returned to the MFR. The facility requested replacements. No furhter details were provided.